Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system integrated with a dexcom g7, with a highest continuous glucose reading of approximately 300 mg/dl for about three hours after breakfast, without confirmatory fingerstick and without symptoms; the infusion set was teflon in the abdomen, and the blood glucose subsequently trended down to 238 mg/dl after education and transfer to a trainer for additional support. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a device-related problem and insufficient information regarding any specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.